Manufacturer narrative:
Manufacturer ref. No.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "does not recognize closed door," which was reproduced during evaluation. The reported symptom was confirmed through a review of the event history log by the presence of "door jammed!" And "shut door - power off" in the log. The cause was determined to be a failing lower link switch. The lower auxiliary assembly was replaced.

Event description:
It was reported that a spectrum pump "does not recognize closed door." Any patient involvement, injury or medical intervention is unknown.